Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device is part of the advisory for this model, and tested consistent with that advisory. Evaluation summary preliminary testing revealed a no output condition. Further analysis determined this was the result of lifted hybrid bond wires.